Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump was not working for several days. Her blood glucose level was 697 mg/dl. The insulin pump fell off the shelf when she was going to put it back on. The self-test and displacement test passed. The insulin pump alarmed no delivery. The piston is not going back but the insulin pump says it is rewinding. The customer was able to complete the priming process with reservoir and infusion set. The device was not returned.